Event description:
Consumer initially reported complaint for error message (e-3). Daughter is calling on behalf of the customer. The test strip lot manufacturer¿s expiration date is 06/27/2026 and open vial date is 08/25/2025. The product is not stored according to specification (kitchen). The customer did have another vial of test strips of the same lot number that had been stored and handled correctly; open vial date is 08/29/2025. During the call, a blood test was performed by the customer am fasting and produced test result of 71 mg/dl using true metrix go meter. Customer was concerned that the result was low. The customer¿s expected am fasting blood glucose test result range is 125-138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.